Manufacturer narrative:
Codman has requested the return of the device. Upon completion of the investigation, a follow-up report will be filed.

Event description:
Affiliate reported that when the physician examined the patient, he observed that the transducer was broken. This problem happened after implanting the catheter. The patient is still at the hospital and presents brain traumatism.